Manufacturer narrative:
Per tandem's pump user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging between 36-54 mg/dl and became unresponsive. An ambulance transported the customer to the emergency room (ER). While in the ER, the customer was treated with intravenous glucose, food/drink was provided, and the customer was removed from the pump. The low bg was found to be caused by the customer inputting a basal rate of 6.75 units per hour (u/hr) and 7.25 u/hr for two time segments instead of 0.675 u/hr and 0.725 u/hr. Customer was released from the ER 2-3 hours later with the issue resolved.